Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An xtw clip was inserted and deployed without issues. It was noted that at times, there was poor image quality. Shortly after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaint reported from this lot. All available information was investigated, and the reported poor image resolution appears to be due to procedural circumstances. A conclusive cause for single leaflet device attachment (slda) could not be determined in this complaint. The reported unexpected medical intervention appears to be a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.